Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery jumping malfunction could not be verified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the battery gauge jumped up form 35% to 100%. The customer's blood glucose level was 130-140s (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.